Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during surgery, the nextra driver did not fit the proximal implant correctly. A surgical delay of unspecified length was reported. There were no patient complications reported.